Manufacturer narrative:
It was stated by the patient's family member who called to report continuous low flow alarms on (B)(6) 2016. It was reported that the flows were between 1.7 and 1.9 l/min. Patient was reported as asymptomatic and advised to go to emergency room (ER) for further work up. Patient presented to ER on (B)(6) 2016 at 00:28 with low flow alarms which had started 45 minutes prior to arrival. Ventricular assist device (vad) parameters in ER were:  flows of 1.8 l/min, rpm 2600, and watts 2.5. The patient was thought to be hypovolemic versus right heart failure and unlikely obstruction given relatively normal wattage. Patient was given 500 ml intravenous (IV) fluid and admitted to hospital. On (B)(6) 2016 prothrombin time/ international normalized ratio (pt/inr) 20/1.8 seconds (nl 9.7-11.8), lactate dehydrogenase (ldh) 313 mg/dl (nl 86-234). Patient had been taking aspirin (asa) 325 mg by mouth (po) daily and coumadin daily prior to admission. Patient continued on be on this anticoagulation. Patient continued to have low flows and low flow alarms but denied symptoms. The doctor increased speed on (B)(6) 2016 to 3040 rpm and decreased hematocrit (hct) 20%, after left ventricular assist device (lvad) change flows read 2.9 l/min, pulsatility, and good deflection. Echocardiogram reviewed with ejection fraction (ef) 35-45%, mild aortic insufficiency (ai), atrioventricular valve (av) opens 1:1, mild mitral regurge (mr), trivial tricuspid regurge (tr), right ventricular (rv) dysfunction,  left ventricular end-diastolic dimension (lvedd) 4.6 cm, rv 3.1 cm. On (B)(6) 2016 patient transferred to unit , ldh 980, low flows and black urine. Patient started on milrinone, high intensity heparin drip (gtt). Patient poor surgical candidate, speed decreased to 2800 and then 2400. On (B)(6) 2016 urine clearing, patient with evidence of pump hemolysis and aggressive anticoagulation continued, tissue plasminogen activator (tpa) was considered due to poor surgical candidate. Ldh continued to be elevated 907-1240 mg/dl throughout hospitalization. Low flows resolved on (B)(6) 2016. Tpa not given due to clearing urine, stable vad flows and heart failure (hf) symptoms. Patient heparin discontinued due to platelets dropping, suspected heparin-induced thrombocytopenia (hit), hematology placed patient on agatroban gtt and nahco3 at 100 ml /hr. On (B)(6) 2016 while in hospital for low flow alarms, patient developed black urine and elevated ldh. Patient is a poor surgical candidate. (B)(6) 2016 urine clear but ldh continued to remain high. On (B)(6) 2016 lvad waveform reviewed showing abrupt decrease in flows and power consistent with inflow cannula clot. Ramp study 2400-3000 rpm under echo was unable to close atrioventricular valve (av) with continuous suction at 3000 rpm. Patient speed set at 2600 rpm with flows 2.3-3 l/min. Computed tomography angiography (cta) of chest completed to rule out obstruction versus clot. On (B)(6) 2016 heparin and coumadin discontinued and patient started on agatroban gtt due to platelet drop which was consumptive not hit. On (B)(6) 2016 the patient developed acute respiratory distress and required intubation. On (B)(6) 2016 chest x-ray (cxr) revealed infiltrate throughout right lung not seen previously. On (B)(6) 2016 white blood count (wbc) 10.8 k/mcl (nl 4.2-11). Blood cultures negative from (B)(6) 2016. Patient started on meropenem 500 mg intravenous (IV) every (q) 6 hours, vancomycin 1250 mg IV q 12 hours. On (B)(6) 2017 patient spiked temperature to 39.4 c. Patient had bronchoscopy on (B)(6) 2017 which showed abnormal findings of the mucosa of the left mainstem bronchus right mainstem bronchus as well as the right bronchus intermedius.  Appeared hemorrhagic and friable however the mucosa of the sub segments appeared completely normal. Pathology showed acute inflammatory cells with rare alveolar macrophages. All cultures negative. Patient diagnoses with respiratory failure probable aspiration pneumonia. On (B)(6) 2017 the patient continued to decompensate requiring more inotropic support and intubation. On (B)(6) 2017 the patient had decreasing urine output and palliative care consulted. Family withdrew support on (B)(6) 2017. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 3 low flow alarms were recorded on (B)(6) 2016. A sustained decrease in power consumption was logged on (B)(6) 2016 at approximately 11:00pm to parameters below the normal operating range confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported sudden drop in pump parameters can be attributed to inflow obstruction. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
All support was withdrawn per family request on (B)(6) 2016. Pt expired on (B)(6) 2016 with unresolved right heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, respiratory failure, and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient was in the hospital for non-vad related reasons when he developed cola-colored urine this morning.  Per site, patient is stable hemodynamically, and there is no evidence of suction. Log files were sent and analysis is suggestive of inflow/outflow occlusion.  Site states that patient is not a surgical candidate due to previous mediastinitis, comorbidities, and transient housing.  The site is considering using of tissue plasminogen activator (tpa) or possibly stopping the vad. Patient remains in the intensive care unit (ICU) for close monitoring at this time. No tpa was given as it was decided by the site that it would be too risky. Since admission, pump stabilized with normalizing flows and powers (low flow alarms resolved) and urine cleared as well.  Pump was working well despite ldh level of 1100.  Plasma free hgb came down to 3.3 yesterday.  During hospitalization patient had suspected aspiration vs. Acute lung hemorrhage on the right lung requiring intubation.  Acute liver failure also suspected as liver function test (lfts) and international normalized ratio (inr) was elevated.  Patient had made himself a do not resuscitate (dnr) as an outpatient.  Due to the patient's worsening conditions and the patient's wishes, the family decided to withdraw care on (B)(6) 2017.  The patient died the same day at 1824.  Autopsy was declined by the family.  Awaiting disposition of the peripheral equipment from the site. It was further stated by the site that the cause of death was respiratory failure. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that all support was withdrawn per family request on (B)(6) 2017. Patient expired on (B)(6) 2017 with unresolved right heart failure.